Manufacturer narrative:
H3., h6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that a system lever arm not locking correctly and fell onto patient in the unknown eye of a patient, before cataract surgery. Surgical or medical intervention wasn't necessary. Ice was applied to the right side of the forehead, and the patient confirmed feeling okay. There's noticeable bruising and tenderness at the site of the injury.

Manufacturer narrative:
A manufacturing device history record review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. The company representative was unable to confirm nor replicate the reported event. The system was tested and found to meet product specifications. Based on the information obtained, the root cause of the reported event is likely attributed to customer use. The manufacturer internal reference number is: (B)(4).